Event description:
It was reported that upon removal from the glass jar, an "unusual strut shape" was observed on the 29 mm evolut pro+ valve. The reporter provided two photographs showing a bend in one of the valve's struts. The valve was not used for implant and was exchanged for another medtronic valve.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received from the galway return product analysis (rpa) lab inside its original packaging box and jar, fully submerged in clear, unidentified solution. The valve was returned without the serial number tag attached to the outflow frame. All leaflets were in the closed position with a gap at the point of coaptation. All leaflets were highly mobile. L1 appeared intact. The inflow of l2 showed a small, approximately 1 mm in length, disruption to the tissue. The inflow of l3 showed disruption to fiber bundles; the leaflet displayed a translucent appearance. All commissures were intact. Visual inspection showed multiple bends and kinks on the cells lateral to the c paddle. The observed frame damage is consistent with historical events of a misload, attributable with frame misalignment during the loading process. This event exhibited similar characteristics to frame damages observed on a misload event. Upon removal of the lid, remnants of gasket material were found adhered to the rim of the jar. Small, white particulates were noted floating in the solution of the jar. Pits along the gasket were consistent with remnants of gasket material. Note: white particulate was found in the jar and/or lid upon opening. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.